Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No change battery now alarms noted. However, low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage was less than 3.7 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Unit received with minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected. The customer¿s blood glucose was 365mg/dl at the time of the incident. The customer treated it with bolus. The customer declined to troubleshoot for high blood glucose. The customer reported that she was having issues with the pump. She keeps getting power error and low battery and then ask to change the battery. Customer reports pump has not been exposed to temperatures below 5°c. Customer wasn't using a 620g or 640g pump with software version 2.6. Customer has not previously called to report power error detected. The customer was guided with steps to resolve the issue and was advised to monitor the pump. Alarm history showed power error and replace battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.